Event description:
The device was used during an unsuccessful procedure. Reportedly, the instrument was difficult to close and the cartridge disengaged into the pt's cavity. The surgeon was able to remove the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.